Event description:
It was reported that the patient experienced a change in therapy effect. On (B)(6) 2014, the patient saw his healthcare provider (hcp) for a paracentesis. A diagnostic ultrasound was used to do this procedure. The patient felt like his pump turned off and he was not getting pain relief. The patient could hardly move. The patient tried to give himself a bolus and he didn¿t receive it. The patient did not report hearing an alarm, but the reporter was unsure of additional details. The hcp planned to see the patient again on (B)(6) 2014 for a liver biopsy in the right abdomen. The hcp wondered if the diagnostic ultrasound would have caused the pump issues. The device system was used to deliver clonidine and morphine. The cause of the event, treatment/interventions, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).